Manufacturer narrative:
Examination of the returned instruments confirmed the mating instruments were stuck together. The root cause is attributed to user error; over tightened. A two-year search of the complaint database did not identify a trend for this issue. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The thread pull rod cap was unable to be unscrewed and the proximal hex would not rotate within the pull rod cap either. Another tray was sent for from a neighbouring hospital, resulting in approximately a one hour delay to surgery.